Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419688 lead, implanted (B)(6) 2010; 407652 lead, implanted (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high threshold values that continued to rise. Intermittent and absence of ventricular capture were suspected as well as intermittent sensing and failure to sense. The lead was reprogrammed and remains in use. It was also reported that the left ventricular (lv) lead exhibited a high threshold. Reprogramming to right ventricle-only pacing was performed and the lead remains in service. The leads will be evaluated at the patient's next generator change. No patient complications have been reported as a result of this event.